Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket infection occurred and implantable pulse generator (ipg) system was explanted and replaced with leadless ipg system. It was noted that cultures were taken and antibiotic treatment was necessary. This information was collected via one hospital clinical services. No further patient complications have been reported as a result of this event.